Manufacturer narrative:
Additional product code; dqo. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. Device or packaging imaging was not available. The white powder-like substances found attached to the hub of the microcatheter could not be evaluated or verified.

Event description:
As reported; after opening the package and during preparation, white powder-like substances were found to be attached to the hub of the microcatheter. The microcatheter was replaced with a microcatheter from a different lot to continue the procedure. Subsequently, the procedure was completed successfully. As there was no patient involvement, there was no health damage.